Manufacturer narrative:
The large suturecut needle driver instrument was requested to be returned for evaluation by the failure analysis team, but it has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument wire broke during the case. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up in formation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed. The instrument was found to have a broken grip cable at the distal end. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.